Event description:
It was reported that during a total laparoscopic hysterectomy, the disposable rumi cup was used. The disposable component was very difficult to remove from the non-disposable handle. In the process for removal, the sharp plastic component cut the surgeon's thumb - through the glove and cut through skin. This was due to the instrument itself. The disposable rumi cup needs to be removed from the re-useable component at the end of each case. Device was discarded. No additional information was made available. 1216677-2026-00027 kc-rumi-35 koh-efficient (B)(4).

Manufacturer narrative:
Device was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.